Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, severely tortuous iliac limbs. Conclusions: severely tortuous iliac limbs.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 7 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as moderate calcification and severe tortuosity in the iliac limbs. The stent grafts were implanted; however, when the stiff guide wire was removed the contralateral iliac limb and the bell bottom aortic cuff separated (MFR report # 2953200-2011-01036, 01037) with 2 cm of overlap, resulting in a type iii endoleak. The physician then implanted two more devices (MFR report# 2953200-2011-01039) with 2 cm of overlap and again when the wire was pulled out there was stent graft separation with a type iii endoleak present. The physician implanted/relined the stent grafts again with two (B)(4) with 3 cm of overlap and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.